Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported the occurrence of migration of tubal insert discovered three and a half years after placement on CT in (B)(6) 2016 and confirmed by CT scan in (B)(6) 2016. Laparoscopy, salpingectomy and diagnostic hysteroscopy on (B)(6) 2016 with removal of one of two inserts. Laparoscopy on (B)(6) 2017 for removal of second insert. The reported event is regarded as anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the migration was diagnosed about three and a half years after essure insertion however the exact date and mechanism are not known. Based on its nature and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority ansm - heath authorities in (B)(6)(reference number: r1702389) on 24-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of tubal insert discovered three and a half years after placement on CT in (B)(6) 2016 and confirmed by CT scan in (B)(6) 2016") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("excruciating pelvic pain"), abdominal distension ("abdomen hard and extremely bloated"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), headache ("headaches") and fatigue ("extreme fatigue"). The patient was treated with surgery ((B)(6) 2016:lapar. Salpingectomy,hysteroscopy:1st coil removed/(B)(6) 2017:laparosc. Removal 2nd coil). Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain, abdominal distension, weight increased, abdominal pain, headache and fatigue outcome was unknown. The reporter considered device dislocation, pelvic pain, abdominal distension, weight increased, abdominal pain, headache and fatigue to be related to essure. The reporter commented: migration of tubal insert discovered three and a half years after placement. Five examinations for pain and no one found anything. It had been seen on CT-scan in (B)(6) 2016 but was not mentioned. CT-scan was performed again in (B)(6) 2016 because of extreme abdominal bloating with excruciating pain and migration was confirmed. Laparoscopy, salpingectomy and diagnostic hysteroscopy on (B)(6) 2016 with removal of one of two inserts. Laparoscopy on (B)(6) 2017 for removal of second insert. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: computerised tomogram result was migration of tubal insert. In (B)(6) 2016: computerised tomogram result was migration of tubal insert confirmed. Five examinations for pain: no one found anything. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported the occurrence of migration of tubal insert discovered three and a half years after placement on CT in (B)(6) 2016 and confirmed by CT scan in (B)(6) 2016. Laparoscopy, salpingectomy and diagnostic hysteroscopy on (B)(6) 2016 with removal of one of two inserts. Laparoscopy on (B)(6) 2017 for removal of second insert. The reported event is regarded as anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the migration was diagnosed about three and a half years after essure insertion however the exact date and mechanism are not known. Based on its nature and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought.